Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome. It was reported that the patient lost 120 pounds and now had a loose pocket. The implantable neurostimulator (ins) tiled in the pocket and the patient was unable to charge as the ins moved in the pocket. The charger could not be situated correctly and connection could not be maintained. A charging session was attempted in the office with the manufacturer representative. The ins was discharged. A pocket revision surgery was scheduled for (B)(6) 2016 when the ins will be replaced.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the physician made the pocket slightly deeper and sutured down the neurostimulator. The issue was resolved. The patient was receiving effective therapy with the device.

Manufacturer narrative:
Analysis of the implantable neurostimulator determined that the battery discharged to the lock mode on 02/19/2016; and the total therapy loss count was 3. The last patient usage was on (B)(6) 2016. The implantable neurostimulator battery had reduced capacity due to an overdischarge; however this is an insignificant anomaly of the device. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.